Manufacturer narrative:
This report is submitted on january 08, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced infection at implant site (date and duration not reported). Additional information was requested but not made available as of the date of this report.

Manufacturer narrative:
It has since been reported that the patient underwent surgery to explant the receiver/stimulator on (B)(6) 2019. The electrode array remains insitu. There are plans to reimplant the patient with a new device however this has not occurred as of the date of this report. This report is submitted february 21, 2019.